Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the safe lock apd luer lock with the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient's peritonitis is most likely attributed to non-adherence of aseptic technique during continuous cycling peritoneal dialysis (ccpd) therapy at home. Touch contamination is the most common source of transmission for peritonitis causing pathogens. This is further evidenced by a microorganism that is part of the normal flora of human skin and hands. Regardless, it could not be confirmed by a medical professional whether a deficiency and/or malfunction concerning a leak from the safe lock apd luer lock connection to icodextrin was involved with the patient's peritonitis. In the absence of a confirmed source of infection and no documented product investigation of the safe lock apd luer lock, the root cause cannot be determined at this time. Due to the inferred allegation this adverse event was either due to touch contamination or a leak at the to the apd luer lock connection, the liberty cycler set can be excluded as a possible source of this event; however, the safe lock apd luer lock cannot be excluded as a possible source of infection. Based on the available information, an unconfirmed, inferred allegation concerning a deficiency of the safe lock apd luer lock exists; however, there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient's adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak from the safe lock adp luer lock connecter and the patient had peritonitis. Upon follow up with the patient's peritoneal dialysis registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained in the outpatient clinic on (B)(6) 2021 presented with staphylococcus epidermidis and white blood cell (wbc) count of 8336/mm3. The patient was diagnosed with peritonitis with a probable cause of nonadherence to aseptic technique at home. It was found the patient does not wear a mask or consistently wash their hands during continuous cycling peritoneal dialysis (ccpd) setup on the liberty select cycler. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every five days for three weeks. It could not be confirmed whether a deficiency or malfunction concerning a leak at the safe lock apd luer lock connection was involved with this event. The patient is recovering and continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Correction: b7 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A trend analysis was performed. A search was conducted, and no lot information was found. Therefore, a device history record (DHR) review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.